Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 135 mg/dl the customer was assisted with troubleshooting. Customer states that display did not returned. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify pump error drive count or time values or changes incorrect for moving or coasting error, no motor movement or negligible movement. Retries to free a stuck motor failed or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms, insulin flow blocked alarms, or displacement anomalies due to display anomaly.